Manufacturer narrative:
The device was not returned for analysis as the clip remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint handling database did not indicate a lot-specific product issue. All information was investigated and based on the reported information, a cause for the reported single leaflet device attachment (slda) is undetermined. The device damaged by another is associated with procedural circumstances of the second clip potentially interacting with the first implanted clip. The poor image resolution appears to be related to patient morphology/pathology and procedural circumstances of visualization challenges due to the patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling. The second mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment of the first mitraclip. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). Imaging was a challenge due to anatomy. The first mitraclip (ntw) was implanted without incident. After the second mitraclip (nt) was advanced across the valve, the posterior leaflet came out of the first mitraclip. The cause of the single leaflet device attachment is unknown, but a suspected cause may have been clip interaction, however, it was not observed. It was also suspected that leaflet integrity may not have been good. The second mitraclip was implanted to stabilize the first. The procedure was completed with mr grade 3. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.